Event description:
It was reported that during the procedure, the lasso catheter could not be retrieved from the sheath, as one electrode got caught with the sheath. The lasso was retrieved from the patient together with the sheath. The procedure was completed successfully without any adverse consequences to the patient. Customer was not sure about the lot number of the lasso catheter, but indicated that the lot number is either 14008118 or 14046845. The sheath was a 8 fr or 8.5 fr sheath.